Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 14th february, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from fork and the handle of the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, d4 serial #, d4 catalog #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 14th february, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from fork and the handle of the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 14th february 2023 getinge became aware of an issue with one of surgical lights - powerled 700/300. It was stated the paint was chipping from forks and the handles of the headlights were broken with missing particles. The issues were confirmed by the photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Previous d1 brand name: powerled 700. Corrected d1 brand name: powerled 300/700. Previous d4 catalog # ard568370936. Corrected d4 catalog # ard568370936/ard568330933. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Manufacturing date for powerled 700+ df v r k3 (ard568370936 - sn (B)(6)): 25-jun-2012. Manufacturing date for powerled 300+ df k3 (ard568330933 - sn (B)(6)) : 10-feb-2012. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. Getinge became aware of an issue with one of surgical lights - powerled 700/300. It was stated the paint was chipping from forks and the handles of the headlights were broken with missing particles. The issues were confirmed by the photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. For handles of the headlights the root cause is following: the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 14th february 2023 getinge became aware of an issue with one of surgical lights - powerled 700/300. It was stated the paint was chipping from forks and the handles of the headlights were broken with missing particles. The issues were confirmed by the photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.